Event description:
The complaint is reported as: "the patient needs to undergo hemodialysis due to his condition. The doctor (nephrologist) placed a cvc in the left groin. During the process, the wire was inserted smoothly, and then the dilator was placed. During removal, the front end was damaged, causing wire kinking. The doctor removed the wire and then applied pressure to stop bleeding and re-placed." A new device was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of swg kinked was able to be confirmed by the photos. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of swg kinked was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "the patient needs to undergo hemodialysis due to his condition. The doctor (nephrologist) placed a cvc in the left groin. During the process, the wire was inserted smoothly, and then the dilator was placed. During removal, the front end was damaged, causing wire kinking. The doctor removed the wire and then applied pressure to stop bleeding and re-placed." A new device was used to complete the procedure. No patient harm was reported.